Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. The davita clinic is using alcavis to clean the set instead of iodine (iodine should be used as unstructed in instructions for use). Alcavis is a bleach product and bleach should not be used on the transfer set. There was patient involvement, but it is unknown if there was patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.